Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation. A supplemental report will be submitted when the investigation is completed.

Event description:
Customer is requesting information from logs about timing of alarms and response to alarms for a patient in unit ccu (later changed to pcu). No details of incident released by customer yet - they have checked with their legal dept., but have not yet been given permission.